Manufacturer narrative:
(B)(4). The pipeline device has returned and device evaluation is in progress; a follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report of pipeline delayed detachment during a flow diversion procedure. Aneurysm location, dimensions, and morphology were not provided. Vessel tortuosity was normal. A continuous heparinized saline flush was used, as per IFU. At pipeline deployment, the delivery system guidewire was rotated clockwise to release the distal segment of the pipeline, but the device could not be released. The physician began to retrieve the device to withdraw it from the patient, but immediately the distal segment was released in an undesired area of placement. The pipeline was withdrawn. The procedure was completed using a new device. There was no report of patient injury as a result of this event.